Event description:
The reporter contacted animas on (B)(6) 2013 alleging the pump rebooted several times that day. The reporter stated the battery cap was replaced the prior day; however the yellow o-ring was visible when tightened onto the pump. The reporter denied damage to the battery cap. The reporter stated there was a visible crack near the battery compartment. The reporter denied visible moisture inside the battery compartment. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power and case damage issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2014 with the following findings: a battery cap was not returned with the pump for investigation. A test battery cap was used for all testing. The test battery cap was not able to be fully tightened to the pump but was tight enough to maintain electrical connection. On examination, the battery compartment was noted to be cracked. Moisture contamination was visible inside the battery compartment. On investigation, the pump was exercised for 24 hours with loss of power, restarting or call service alarms occurring. A leak test revealed a leak at the location of the battery compartment crack. The pump case was removed for investigation and did not reveal any evidence of additional moisture contamination inside pump.